Event description:
Additional information noted surgery was completed with another xen®45 gts.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider can not move and the implant tip is broken" during implantation in right eye.